Event description:
The account initially reported that there was an imperfection, debris marking on the intraocular lens (iol). Additional information received from the account indicated that deposits were noted on the lens while inserting it into the right eye (od) of a patient. The iol was removed and replaced in the same procedure. The replacement lens was of the same model and diopter. There was no cartridge tip damage and reportedly the issue was not due to use error. There was no reported patient injury reported. No incision enlargement, vitrectomy, and/or sutures were required. The patient is doing well post-operation. No additional information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 10/3/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and, no issues could be identified with the lens. Based on the return condition of the lens, no further product evaluation could be identified. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.